Event description:
According to the reporter, during testing, the device thread broke. The sutures kept breaking although the expiry date was on (B)(6) 2022. The entire box will be returned. No patient involved.